Event description:
Customer reported a past high blood glucose level displayed as "high"; although specific value was not provided. Cause was not known. To address the issue, the customer changed the infusion set and cartridge. Tandem technical support advised the customer to consult a healthcare professional to discuss potential causes.